Manufacturer narrative:
Device evaluation of batteries (B)(4), (B)(4), and charger (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery pack. Upon further evaluation, there was liquid contamination throughout the charger. The cause for the failure was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. As received, battery (B)(4) was unable to power on a monitor or charge. Upon investigation, the f1 fuse was open. The open fuse was due to excessive current. The excessive current was due to contamination found within the charger that damaged the circuit boards and components. As received, battery (B)(4) was unable to power on a monitor or charge. Upon investigation, there was liquid contamination on the battery pca and cells. The cause for the failure was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery or charger.

Event description:
A us distributor returned batteries (B)(4), (B)(4), and charger (B)(4) and reported that the patient was unable to charge the battery packs.